Event description:
It was reported that the right ventricular lead was oversensing. The sensing value was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was oversensing. The sensing value was increased and the lead remains in use. It was further reported that the device was interrogated and there were 119 ventricular high rate (vhr) episodes and oversensing was suspected. The patient was asymptomatic. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.